Manufacturer narrative:
Due to no photo or sample being received, the customer's complaint of separation could not be verified. A device history record review could not be performed on model 10010454 because an invalid lot number was provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 20d v/nv ntg .2mf 1ss dehp free experienced component separation. The following information was provided by the initial reporter: product name: set IV 115in 20-drop alaris pump module low sorbing 0.2 micron filter. Roller pinch clamp 1-smartsite needle-free valve 2-male ll dehp-free. Catalog #: 10010454. Lot #: 11532269. Event description: infusion set broke at connection of 0.2 micron filter to remainder of tubing. Noticed by nurse when removing dose from transport bag. No leaks or other indication of faulty infusion set when dose prepared in pharmacy.

Manufacturer narrative:
Medical device lot #: 11532269, device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem 20d v/nv ntg .2mf 1ss dehp free experienced component separation. The following information was provided by the initial reporter: product name: set IV 115in 20-drop alaris pump module low sorbing 0.2 micron filter roller pinch clamp 1-smartsite needle-free valve 2-male ll dehp-free catalog #: 10010454, lot #: 11532269 . Event description: infusion set broke at connection of 0.2 micron filter to remainder of tubing. Noticed by nurse when removing dose from transport bag. No leaks or other indication of faulty infusion set when dose prepared in pharmacy.